Event description:
It was reported to the co that months following a stent placement procedure and radiation treatments, the pt started coughing up pieces of the stent. No further info is available at this time. The alleged device is not being returned for eval.